Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from multiple patient samples tested on the cobas pro c 503 analytical unit. The reporter provided one example of discrepant results: the initial result from the analyzer was 1.3 mmol/l. The repeat result from another analyzer was 2.20 mmol/l.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. A review of the analyzer's system dashboard showed a low pressure in the liquid vacuum tank alarm on 23-dec-2024 and a photometer check alarm on 20-dec-2024. Based on the information provided, the event's cause could not be determined.